Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.